Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips with exposed electrode. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The complaint regarding melting at the jaw hinges was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the plastic of the maryland bipolar forceps instrument was melted at the jaw hinges. No damage was noted at operating room prior, during or following case. During follow up it was stated that during use, the instrument would not deliver energy as it should, however it did not impact the case which was completed with this instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no allegation of arcing during procedure other than ¿the instrument did not seem to deliver energy as it should.

Manufacturer narrative:
Based on the claim against the product by the customer noting a thermal damage, an investigation is in progress to determine the cause of the reported event. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.